Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 525 mg/dl; cause unknown. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.